Event description:
It was reported the patient was unable to charge her ipg with her charger. The programmer was able to communicate with the ipg. The patient reported the charger felt warm while it was turned on. A replacement charger was sent to the patient. Attempts to determine if the replacement resolved the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.